Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. An insulin injection was administered to address bg. Reportedly, the pump was in storage mode.